Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, the condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-testing, it was observed that the small battery drive device would not run, had cosmetic damage and the coupling was worn. The device also failed pretest for check power with test bench, minimum 67.5 to 110 watt, check switching function forward/reverse, check the oscillating angle, check the oscillation/forward/reverse mode function, check in "off" mode, check for sticky speed trigger, check for unintended motion, check the attachment coupling. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.